Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: "the distributor reported about needle/shield separation from the barrel."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of four loose 0.3ml bd insulin syringes were provided. The customer reported about needle/shield separation from the barrel. All three photos were examined, and it was observed that the needle hub/shield assembly was detached from 3 out of the 4 syringes. No damage was observed on the barrel tips. A review of the device history record was completed for batch # 0265866 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initaited. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "the distributor reported about needle/shield separation from the barrel."